Manufacturer narrative:
One used sample and three sealed samples were returned for evaluation. A microscopic analysis revealed a broken needle at the patient end on the used unit. A microscopic analysis of the three sealed units revealed no abnormalities. A review of the device history record revealed no irregularities for the reported lot number 4247061. Conclusion: an absolute root cause for this incident cannot be determined. The evaluation of both the used unit and the sealed units revealed no evidence of manufacturing related issues.

Event description:
It was reported that while using a bd micro-fine insulin pen needle to inject insulin, the needle broke off in the patient's injection site. The patient received a CT scan but the broken needle was not visualized. There was no report of further medical or surgical intervention.

Event description:
It was reported that while using a bd micro-fine insulin pen needle to inject insulin, the needle broke off in the pt's injection site. The pt received a CT scan but the broken needle was not visualized. There was no report of further medical or surgical intervention.

Manufacturer narrative:
A sample is available for eval. A supplemental report will be filed upon completion of the investigation.